Event description:
It was reported the patient's ipg eroded halfway through the skin and was visible. The patient's ipg was explanted. Cultures were taken and the patient was placed on antibiotics. The patient was later diagnosed with a (B)(6) infection. The physician was concerned the patient may have experienced an allergic reaction and was to perform an allergy test on the patient.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Visual inspection of the returned ipg did not reveal any anomalies. Both septums were intact and clear. As received the returned ipg successfully communicate with a lab patient programmer. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.